Event description:
It was reported that the customer had a small crack in the corner of the insulin pump screen. Customer mentioned that she cannot feel the crack and thinks that it may be underneath the screen. Customer's blood glucose level was 186 mg/dl. Customer had a crack inside the lcd behind the screen. Customer stated that she can read the pump screen and pump is functioning as designed. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.